Event description:
Information received a smiths medical cleo device was not primed by caregiver, stated that it was difficult in changing the infusion set tubing. She skipped the priming resulting in dose interruption. No priming also leads to air embolism.